Event description:
The account alleges that the power supply board was damaged due to fluid ingress, caused by cleaning solution dripping on it.

Manufacturer narrative:
The tech replaced the power supply board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.